Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient underwent a surgical procedure and did not set his scs system into surgery mode. A company representative interrogated the patient's scs ipg but was unable to communicate with the clinician programmer and the ipg. Troubleshooting was unable to resolve the issue. The next course of action has not been determined at this time.

Event description:
Additional information obtained identified surgical intervention was planned to replace the patient's scs ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information identified the patient's scs ipg was replaced without difficulties or complication. Postoperative, stimulation coverage in all pain areas was restored.